Manufacturer narrative:
The product was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents and/or complaint reported from this lot. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. It should be noted that the electronic instructions for use (IFU), high torque command 18, guide wire for pta, states: carefully observe the instructions under ¿do not¿ and ¿do¿ below. Failure to do so may result in vessel trauma, guide wire damage, guide wire tip separation, or stent damage. If resistance is observed at any time, determine the cause under fluoroscopy and take remedial action as needed. Use the most suitable guide wire for the lesion being treated. Do not push, auger, withdraw, or torque a guide wire that meets excessive resistance. In this case, the reported IFU violation of force used during retraction does not appear to have cause or contributed to the reported difficulty to advance and difficulty to remove. The investigation determined the reported difficulty to advance, difficulty to remove, and tip separation appear to be related to operational circumstances of the procedure. In this case, based on the reported information, the ht command 18 guide wire encountered resistance with the moderately calcified, moderately tortuous anatomy causing the reported difficulty to advance likely causing damage to the polymer coating resulting in the difficulty to remove from the anatomy and guiding catheter. Manipulation against resistance likely ultimately resulted in the reported tip separation. Additionally, the treatment appears to be related to the operational context of the procedure as the same non-abbott guide catheter was used to snare the tip. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a moderately calcified, moderately tortuous right anterior tibial artery. A 18 ht command guide wire met resistance with anatomy during advancement. The command guide wire was placed through a non-abbott support guide catheter. Attempting to remove the guide catheter leaving the guide wire inside the patient resistance was met with anatomy and the guide catheter. It was noted extra force was used to remove the guide wire. The tip of the guide wire separated and same non-abbott guide catheter was used to snare the tip. Another non-abbott guide wire was used to successfully complete the procedure. There was no adverse patient sequela and no clinically significant delay. There was no additional information provided.